Manufacturer narrative:
This patient was bilaterally implanted with light adjustable lenses (lal). The site noted that the "patient was not satisfied with the outcome of their near vision" and the lal (left eye) was explanted; an iol of a different brand was implanted. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +20.5d) was explanted from her left eye (os) due to patient dissatisfaction. Rxsight's first awareness of this event was on 10/17/2023.